Event description:
It was reported that pump battery would not charge despite use of tandem charging cable and multiple wall outlets and adapters, and charging connection remained unstable or not recognized. There was no adverse impact to the customer¿s blood glucose level. Customer tried different power sources and cables without success, so technical support arranged pump replacement and customer used multiple daily injections as backup therapy.